Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the scope communication error b30 occurred due to poor contact caused by deformation of the internal contact points of the video connector receptacle. However, a root cause for the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the video system center had a deformation in the video connector receiver. Resulting, in a b30 scope communication error. There were no reports of patient involvement.